Event description:
It was reported that the patient underwent a two-level posterior lateral interbody fusion (plif). One set screw in the crosslink did not break off properly and would not lock down on the rod because the top of the screw sheared off too deep in the crosslink. Reportedly, the surgeon was unable to determine if the screw was fully tightened against the rod. The surgeon was unable to extract the lodged screw using a removal driver so the set screws, rods and crosslinks were all removed and replaced with new ones. Surgery was completed successfully. Although the device was used intraoperatively, no patient complications were reported.

Manufacturer narrative:
(B)(4). A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.